Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7052658.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure and the explanted devices were not returned.